Event description:
Pt was admitted to hosp on 2005 for an elective angiogram with possible angioplasty due to possible large blockage after arterial screening and stress test. Proof of excellent physical health thru internist (cd-rom given with controlled cholesterol, blood pressure & weight.) On related meds for many years. Pt showed some signs of problem while angioplasty was being performed. Pt was released the next day to home was given prescription with 75 mg plavix 1 time a day with full strength 325mg aspirin which pt complied with. Two days later re-admitted to same hosp with signs of heart attack. Dx coronary thrombosis operating room clot diagnosed next to implanted cypher stent. Colt removed. 1 new cypher stent implanted one next to the other. Pt released to ICU for two days. Released home with exact prescriptions as before (plavix and aspirin) pt complied with this completely. Pt went home two days later in afternoon within half an hour of pt getting home began having mild pressure chest area and arm. Pt collapses at home of heart attack (coronary thrombosis). CPR done and 911 emergency team unable to revive. Pt pronounced dead at hosp.